Event description:
It was reported that the patient hit her head. Eleven of the 12 channels now have high impedances. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.